Manufacturer narrative:
Customer report was confirmed. Continunity testing confirmed an open condition on the distal circuit. Further testing confirmed the open condition to be due to a broken lead wire at the distal electrode weld. The proximal circuit was found to be in good condition. The catheter body was found to have a kink 32cm proximal of the catheter tip.

Event description:
C-cc-pc - pacing dificulties; unable to pacing/sensing after insertion from the beginning. Another catheter was used and the problem was solved.